Event description:
It was reported that the patient experienced diaphragmatic stimulation while sleeping. The left ventricular (lv) lead pacing was reprogrammed and remains in use. The patient will continue to be monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.